Event description:
It was reported that the pt has expired. The date of pt's death and implant duration are unk. It is unk if death was device related. No further details were provided. Info learned from implant pt registry. It was additionally reported that a second device, model # 4900, was implanted. Refer to MFR# 600002-2008-08894.

Manufacturer narrative:
Device not returned.